Manufacturer narrative:
The initial reporter's meter was returned for investigation and tested with retention test strips and controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 44, 46, 44 mg/dl. Level 2: 303, 307, 299 mg/dl. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable glucose results for 1 patient from accu-chek performa serial number (B)(4). At 5:56 am the glucose result from the meter was 365 mg/dl. At 5:58 am the glucose result from the meter was 123 mg/dl which was in line with the expected result. The patient's condition was "fine".